Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited loss of capture. Programming changes were made. The patient was in stable condition.